Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Visual and mechanical inspection noted no anomalous conditions in shape or structure. Lead accessory/stylet test passed, as there was no difficulty with stylet insertion or extraction. Mechanical inspection revealed that the helix electrode would consistently extend within 6 turns and retract within 7 turns. Primary analysis findings: no anomalies found, lead functionally normal.

Event description:
It was reported, during an implant procedure, the stylet could not be inserted past the pin. Consequently, this lead was not implanted. A new same brand lead was used to treat the patient without incident. No patient complications have been reported as a result of this event.